Event description:
It was reported by service report that the fowler would move on its own after pendant button was released. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - pendant button stuck.